Event description:
Ventilator tubing became hot and melted. Patient did not get appropriate humidification. This has happened now on two separate occasions.======================health professional's impression======================ventilator tubing could have gotten hot enough to ignite and cause a fire.======================manufacturer response for ventilator tubing, hudson rci heated wire breathing circuit======================not aware of any response. They were supposed to meet with our respiratory manager today but did not show up for the meeting.